Manufacturer narrative:
One device was received for evaluation. The event history log was unable to be downloaded due to error code 1260 on display. Functional testing was able to duplicate the reported problem. It was determined that the microprocessor unit (mpu) board was the root cause. The mpu board was replaced, and the device then passed all functional test. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that infusion pump's rear label was torn, cb was overdue, and had an error 1260. The event occurred during testing. There was no patient involvement.